Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of infection is a known potential adverse event addressed in the product labeling.

Event description:
Patient¿s spouse reported that the patient was injected as parta of a hiko nose thread lift with an unspecified juvéderm®. Three days later, the patient injected again for the hiko nose thread lift with an unspecified juvéderm®. The patient developed a ¿severe eyelid infection.¿ event status is unknown. This is the same event and the same patient reported under allergan complaint (B)(6) (B)(4). This emdr is submitted for the second injection.